Event description:
Customer reported to have received a no delivery during bolus. Customer's blood glucose was 378 mg/dl. During troubleshooting, call was lost. Message was left for customer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.